Event description:
It was reported in medwatch report mw5167777 that patient experienced infection and wound dehiscence at lead site. As a result, surgical intervention was undertaken on an unknown date wherein lead was explanted to address the issue. Initial reporter elected not to be identified.

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Manufacturer narrative:
A patient experienced infection and wound dehiscence at lead site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.